Manufacturer narrative:
(B)(6). Initial reporter occupation - occupation: sales manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked. The device was placed in the patient's left kidney. A defect between the connection of the hub and catheter led to fluid leakage that required the catheter to be removed and replaced in an additional procedure. No other adverse effects were reported for this incident.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported by nino bekauri of advanced medical technologies, located in the country georgia, that an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-25-p-6s-clm-rh; lot# 14109531) leaked. The device was required by an 83-year-old female weighing 65 kilograms for placement in the left kidney. After the device was placed, leakage at the mac-loc was observed. As a result, the device was removed and replaced. No other adverse events were reported due to this occurrence. A video provided by the customer shows leakage between the catheter cap and mac-loc. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used ultrathane mac-loc locking loop multipurpose drainage catheter was returned for evaluation in a used condition. During tabletop testing, a syringe and water were used to confirm leakage at the site where the catheter was secured between the cap and mac-loc adapter. Upon disassembling of the cap from the mac-loc adaptor, it was discovered that the flare was within the threads of the cap. The orientation of the silicone disc was confirmed to be correctly positioned beneath the locking lever. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for lot 14109531 found one relevant nonconformance for "flare / inadequate" (qty 1), in which the device was scrapped prior to further processing. A review of mac-loc assembly lot sa13906280 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. There is no evidence of nonconforming material in house or in the field. It was concluded the device was manufactured to specification. Cook also reviewed product labeling. The supplied IFU (t_multi_rev5) with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure without any design or manufacturing issue contributed to the event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.